Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of screwdriver broke off inserting screw. Tip was removed w suction. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: b4, b5, d9, g3, h2, h3, h5, h6, h8. Complaint sample was evaluated and the reported event was confirmed. A ujoint screwdriver was returned for evaluation. Visual inspection of the product had fractured and not all the pieces were returned. Inspection found the product to show signs of repeated use; nicks, scratches, worn etching and wear marks. The device has 5 years of field service age and unknown number of uses. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.